Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump is alarming battery out limit. He said that he has had to change his batteries multiple times, changed the battery cap and cleared the alarms by pressing all the correct buttons. However, the pump was still alarming battery out limit. His blood glucose was 101 mg/dl. During battery out limit troubleshooting, the customer said the pump alarmed after a battery change and that it was not alarming at the time of the call. After reviewing the customer¿s alarm history, the customer did receive multiple battery out limit alarms when batteries are out of the pump for less than one minute. He was advised to test a new battery in the pump for less than a minute. The customer stated that the pump alarmed battery out limit. He was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, basic occlusion test, prime test, operating currents test, self test and off no power test. No battery out limit alarm noted. We were unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.